Event description:
The customer reported the system displayed an ma sensor fail error message during a pt procedure. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.